Manufacturer narrative:
No frozen screen noted. The pump was received alarming failure of flash memory followed by an new software release detected alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and new software release detected alarm. Also, unit had intermittent esc, act and up button due to corroded keypad trace. The pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad become unresponsive and frozen screen. The customer's blood glucose was 135 mg/dl at the time of the incident. Advised customer to discontinue use of the insulin pump and revert to back up plan per hcp instructions. Product will be returned for analysis.